Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities exhibited noise on all channels. This noise was reproduced by having the patient perform isometrics, and resulted in atrial and ventricular pacing inhibition. No symptoms were reported. Technical services discussed possible cored out seal plugs as the source for the noise. Also, technical services suggested that the high voltage leads may be reversed in the header. The pocket was opened, and bodily fluid was noted in the header. The physician elected to explant and replace this device with a similar guidant device.